Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Additional gore device related to this event: (B)(4). Further investigation is in process.

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm and was implanted with four gore excluder aaa endoprostheses. Aortic anatomy was unremarkable and devices were sized within gore excluder aaa endoprosthesis IFU guidelines. On (B)(6) 2011, an intervention occurred. It was determined that the right common femoral artery had dissected distally and clotted off the whole gore excluder aaa trunk-ipsilateral leg and its extension. A thrombectomy was performed on the occluded ipsilateral side but was only 80% successful; therefore, a femoral-to-femoral bypass was performed. The pt tolerated the procedure well.